Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an alleging service required message. There was no report of serious injury or harm. There is no medical intervention was specified. No other peripherals or accessories were returned with the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. External investigation found evidence of minor wear and tear such as scuffing/smearing on the ui bezel. No significant damage or discoloration was observed. Using a known good power supply and power cord, pil powered on the device and reviewed the device logs. 0 blower hours, 0 therapy hours, 0 machine hours, and 32 errors were logged. Per the service manual (1140867 v8) 5 reboot errors within 24 hours are promoted to a stop error, which suggests the service required message would be displayed. Care orchestrator data was unavailable. Internal investigation found damage to the pca consistent with water ingress, including corrosion, mineral deposits, and a scorch mark. Dust/dirt and indeterminate contamination was observed on and in the blower. Evidence of water ingress was observed on the interior of the bottom enclosure and rear panel with a likely point of entry from the humidifier opening in the rear panel. Corrosion and evidence of a thermal event (lcd display thermal damage) were observed on the underside of the top panel. Pil can confirm that the service required message likely was displayed on at least 2 different days. Pil is also able to confirm contamination was present on and in the blower.